Manufacturer narrative:
Sections with additional information as of 22-dec-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for lo, low and erratic blood glucose test results. The customer is concerned with test results from results obtained of lo and 26mg/dl and from back to back blood test results of 90, 124 and 135mg/dl. The customer does not know her expected glucose range (customer is not diabetic). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 01/31/2023 and open vial date was not disclosed. The product is not stored according to specification (bathroom). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 105mg/dl and 105mg/dl using true metrix air meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: result 1: 124mg/dl, date: (B)(6) 2021,time: 10:51am, fasting. Result 2: 135mg/dl, date: (B)(6) 2021, time: 10:48am, fasting. Result 3: 90mg/dl, date: (B)(6) 2021, time: 10:47am, fasting. Result 4: lo, date: (B)(6) 2021, time: 09:54pm, fasting. Result 5: 26mg/dl, date: (B)(6) 2021, time: 09:34pm, fasting.